Event description:
The physician claims that during a thoracic aortic aneurysm procedure, the outer tray of a hemashield device was placed onto the sterile field. After the procedure, the pt's white blood cell count was reported as being elevated, and the hospital was suspecting an infectious disease. The sales rep later confirmed that the pt did not suffer from an infectious disease.

Manufacturer narrative:
A product has not been returned for our evaluation, therefore, a technical analysis cannot be carried out. Without a returned product, it is not possible to confirm how the device may have contributed to the complaint event, as reported to us. Following our investigation, since the IFU clearly states that the outer pouch is not a sterile barrier and therefore, the outside of the outer tray package is not sterile and that the inner package should be transferred to the sterile field using aseptic technique, our conclusion to the root cause is user error. The device history records for the batch were reviewed. All mfg and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution - there are no similar incidents against this batch. Should such info become available, it will be included in a follow-up report.